Event description:
The user rec'd erroneous ise results for two pt lithium heparin plasma samples. Of the data provided, the sodium results for both pts were found to be discrepant. A "chemopatient". The original result was 136 mmol per l and the sample repeated at 127 and 126 mmol per l which was what the pt's sodium has been running. The original result was not reported. The resulting treatment and current condition of pt is unk by customer. The user stated that there were several more pts that they had tested at the time of the event. She stated she "repeated them as well and they all matched."

Event description:
The user rec'd erroneous ise results for two pt lithium heparin plasma samples. Of the data provided, the sodium results for both pts were found to be discrepant. Original result of 131 mmol per l that repeated at 138 mmol per l from the primary tube. The user then put the sample into a microcup and got a result of 148 mmol per l and when repeated gave results of 132 and 133 mmol per l. The original result was not reported. The resulting treatment and current condition of pt is unk by customer. The user stated that there were several more pts that they had tested at the time of the event. She stated she "repeated them as well and they all matched."

Manufacturer narrative:
The field service rep determined there was a clot in the mixtower and replaced the mixtower. He also checked the mix and dry setting and adjusted them. To verify the analyzer operation, he performed quality control.

Manufacturer narrative:
The field service rep determined there was a clot in the mixtower and replaced the mixtower. He also checked the mix and dry setting and adjusted them. To verify the analyzer operation, he performed quality control.